Manufacturer narrative:
The sealed outflow graft was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient presented with a pulsatile mass. A 7 cm pseudo-aneurysm was found near the pump outlet site. A separation of the bend relief was also noted. It was reported that the sealed outflow graft with bend relief had eroded. The sealed outflow graft was replaced and the bend relief collar was applied.